Event description:
The neonate was placed on the cooling blanket within six hours of birth. The temperature was being measured with an esophageal temperature probe. On day three, it was noted that baby had not achieved a therapeutic level of cooling. The target temperature was 33.5 +/-.5 degrees celsius. It was reported that baby cooled to 34.9 degrees celsius at best. Diagnoses at birth consisted of persistent pulmonary hypertension in newborn, infant of a diabetic mother, neonatal hypoglycemia, observation and evaluation of newborn for suspected infectious condition, patent foramen ovale, patent ductus arteriosus, and aspiration of meconium. Manufacturer was contacted for troubleshooting and explained that dial freezes due to residue from water, however no mineral deposits were found by clinical engineering. Tubing was checked, and no kinks were found. An MRI was performed post-cooling, and findings were a normal signal in the basal ganglia and thalami. No significant cerebral parenchymal edema and no mass effect was identified. Findings suggest mild hypoxic ischemic injury at the sites of restricted diffusion. It is unknown if the hypoxic ischemic injury (hie) is directly related to the failure to achieve therapeutic cooling.